Manufacturer narrative:
Section b5: additional information. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the possible cause of the elevated pump power, flow elevations and pi events was identified to be possible thrombus in the pump housing however computed tomography angiography (cta) was negative. The patient was asymptomatic and labs show elevated lactate dehydrogenase (ldh) (600-700 u/l) and plasma hemoglobin (hgb) was initially elevated, but has down trended to 8-10 g/dl. The patient is not a surgical candidate, so continuing to monitor patient flow/power demands of the pump.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of possible thrombus in the pump housing could not be confirmed as there is no product available for investigation. However, the evaluation of the submitted system controller log file confirmed the report of power and flow spikes. A specific cause for these events and the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6) , could not be conclusively established. The submitted log file captured transient elevations in power and flow from (B)(6) 2020, reaching values up to 14.4 w and 11.9 lpm, respectively. These parameter elevations were typically associated with pi events; however, minor elevations were also captured during data logger entries, reaching values up to 8.3 w and 9.3 lpm, respectively. No further parameter elevations were observed throughout the remainder of the data, which ranged through (B)(6) 2020 08:46:07 am. Despite these findings, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for a current inpatient with power and flow spikes, noted via data log. The patient is currently admitted, and no spikes have been witnessed since admission on (B)(6) 2020. The log file captured some power and flow elevations between (B)(6) 2020 that appear to be associated with pulsatile index(pi) events. Following this event, the power/flow have returned to normal and have not elevated again since. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.